Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and resuming insulin. Tandem customer technical support educated customer that cartridges should be changed every 48 hours when using their reported insulin. Customer understood and acknowledged.